Event description:
Customer reported being hospitalized with dka. Bent cannula was the cause of hospitalization as per md. Customer was instructed to change site and injet as per md. Troubleshooting performed and pump appeared to be functioning as designed.